Manufacturer narrative:
The investigations found for one of the events determined that the field engineering specialist (fes) finding of an incorrectly aligned reagent probe was the root cause of the issue. The investigations found for one of the events a field engineering specialist (fes) determined that the root cause was due to a leaky rinse nozzle tubing that was causing water droplets to drop into the reaction cells. The follow up/corrective actions for one of the events was a fes found that a reagent probe was not correctly aligned with the dryer. He corrected the probe alignment. The follow up/corrective actions for one of the events was the fes replaced the affected part. He verified the system was working back within specifications. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Erroneous high results were generated by a cobas c513 analyzer. The events involved a total of 4 patients with the following: 4 a1c-3 tina-quant hemoglobin a1c gen.3.